Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. At approximately 4 minutes into the therapy cycle, the pressure started to drop and the patient complained of a burning sensation. The procedure was stopped and when the surgeon evacuated the fluid, a hole was discovered in the balloon. The balloon had ruptured inside the patient. The patient was burned by d5w when balloon burst. There was no medical intervention/treatment provided for the burn/burning sensation. Another like device was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The indication for procedure was dysfunctional uterine bleeding. The pressure drop during the procedure was sudden. It was reported that the patient did not have a burn. One week following the procedure, the patient complained of a ¿horrible smell¿ and was treated with flagyl for presumed bacterial vaginosis. The current condition of the patient was reported as stable. (B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the balloon was broken and the balloon had burst.